Event description:
The 912 seconds signature elite / actlr system vs 256 seconds with second signature elite instrument / actlr, (B)(4). Target range for therapy not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.